Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with vision impairment was unable to prepare the first insulin cartridge due to air introduction during filling, after injecting air into the insulin vial and releasing the syringe plunger before inverting the vial, which led to air entering the syringe and the user abandoning the first cartridge and using a new one. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and review of call audio. Investigation of this case revealed user handling contributed to the issue during cartridge preparation. It was concluded that the event was related to use error during cartridge filling, and the device functioned as intended once a properly prepared cartridge was used.